Manufacturer narrative:
Section d4: additional information. Section d10: correction. Section h3: correction. Section h4: additional information. Manufacturer's investigation conclusion: thrombus was confirmed through the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6). Additionally, review of the log files provided by the account confirmed transient elevations in pump power and flow; however, a specific cause for these events could not be conclusively determined through this evaluation. A direct correlation between the observed thrombus and the reported events, as well as a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline (dl) severed approximately 3.5¿ from the pump housing. The distal portion of the dl was returned in one segment measuring approximately 33.5¿. Fingertip portions of latex gloves were observed covering the severed ends of the dl segments. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) and the sealed outflow conduit (sealed outflow graft, sealed outflow graft bend relief, and outlet elbow) were returned attached to their respective pump ports. The bend relief collar was returned secured over the bend relief hardware. Upon disassembly of (B)(6), small, red, tissue-like depositions was observed within the proximal-side of the outlet stator, adjacent to the outlet bearing ball. The lack of denaturation indicated that these depositions were not present for an extended amount of time while (B)(6) was supporting the patient. Additionally, the lack of laminated layering suggests that these depositions did not form in the outlet stator and likely, originally formed elsewhere. Although a direct cause for the development of the depositions and a duration for which they were present within the device could not be determined, the depositions were unlikely to contribute to a functional issue. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the returned portion of the driveline did not reveal and discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was reported as currently having a hematuria and elevated bilirubin, there was concern for pump thrombosis with intermittent power/calculated flow increases which were non sustained. It was reported later on that the patient had a subdermal hematoma resulting in concerns for anticoagulation management therapy for the suspected thrombus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had low speed alarms and there was concern for thrombosis.